Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), and guidewire. During the procedure, after making the first pass using the jet7, the midshaft of the jet7 became kinked. Therefore, the jet7 was removed. The procedure was completed using a new jet7 and achieve thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.